Manufacturer narrative:
Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that there was a problem with the ¿ignition¿ of the small battery drive device. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurring during 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.